Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that the buttons were unresponsive. Customer also mentioned that there were cracks on the insulin pump at the bottom of the reservoir chamber. Customer stated that he was in a car accident last (B)(6) when he broke his neck. Customer stated that the accident was not diabetes related and he was hit by someone else. Customer stated that the damage may have been caused by wear and tear. No further information reported.